Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 489 mg/dl at the time of the incident. Current blood glucose level was 475 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer was consulted their doctor and says that the insulin pump was not delivering insulin. The device will be returned for analysis.